Event description:
It was reported that a pump problem occurred. The pump was confirmed to have reached end of life (eol)/end of service (eos). However, eol/eos was reportedly not within the expected range. The pump was replaced due to a recall as it was in batch affected by eol/battery life. No patient symptoms were reported at this time related to this event. It was unknown what medication this device system delivered at the time of the event. Additional information was being requested to clarify event details, medications, symptoms, and patient outcome. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).